Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage crack retainer on 10/04/2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection cracked retainer, cracked battery tube threads, fading serial number label, scratched lcd window and cracked case at battery tube side. Cosmetic damage was confirmed at the cracked retainer area. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that, the insulin pump had a crack at backside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.